Event description:
On 11-aug-2025, a journal article was retrieved from the archives of orthopaedic and trauma surgery (2024) that reported a retrospective study from italy. The purpose of the study was to assess whether an unbalanced metaphyseal fixation could be associated with an increased prevalence of aseptic loosening of implants in a cohort of patients who underwent two-stage revision total knee arthroplasty for periprosthetic joint infection (pji) at mid-term follow-up and evaluate the clinical and functional outcomes of the cohort of patients. The study reviewed sixty-five patients between january 1, 2015 to january 1, 2019 undergoing a two stage revision for a periprosthetic joint infection. Inclusion criteria were patients who underwent a knee two-stage revision in which standard ¿off-the-shelf¿ trabecular metal cones (zimmer-biomet, warsaw, indiana) were used during the reconstructive stage, with at least 2 years follow-up, and who had complete clinical and surgical records available. Patients were divided into two groups based on the presence of cones only on one side (femoral or tibial, group u) or both femoral and tibial side (group b). The group b was composed of 28 (43.1%) patients, whereas the group u was composed of 37 (56.9%) patients, of which 30 (46.2%) had a cone implanted only on the tibial side, and 7 (10.8%) had a cone only on the femoral side. During stage one, the infected tka was explanted, extensive debridement of periprosthetic tissues was performed and at least six samples were routinely retrieved for microbiology. After stage one, antibiotic therapy was administered for at least two weeks; then, based on microbiology, it was switched to targeted oral or intravenous therapy for a further four weeks. In all cases, the final fixation of revision implants was achieved through the hybrid fixation cementation technique, coupling tantalum cones with uncemented diaphyseal engaging stems. The study population had a mean age of 67 years at time of surgery (range, 43¿81); (31 males/ 34 females). Follow-up was conducted at 40 days, three months, six months, once per year afterwards with a mean length of follow-up for 4 years (range 2¿7 years). The study reported four patients who were excluded from the implant survival rate, within group u, who had aseptic loosening of the femoral component. All patients who experienced loosening in group u had loosening of the femoral component and had had a cone implanted only on the tibial side and a rotating hinge implant. Primary fixation was achieved solely with the use of cement in the metaphyseal zone and diaphyseal engaging uncemented stems. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown tibial component; item number: unknown; lot number: unknown, unknown bearing; item number: unknown; lot number: unknown. G2; italy. Journal article citation: russo, a., alessio-mazzola, m., massè, a. Et al. Unbalanced metaphyseal fixation is associated with an increased aseptic loosening of revision total knee arthroplasty at mean 4-year follow-up. Arch orthop trauma surg 144, 5293¿5299 (2024). Https://doi.org/10.1007/s00402-024-05600-2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Corrected data: h6 component code. D4 - the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided.. No product was returned, nor were pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed, and no further information on the reported event has been provided.